Event description:
It was reported that while testing the neptune rover with smoke evac and power pole at the user facility, a plume of smoke puffed out of the smoke evacuator filter. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The field service technician was not able to confirm the reported event. He did not find any issues with the rover. As no problems were found and no similar complaints were found in a review of the complaint history trending, a possible root cause could not be determined.

Event description:
It was reported that while testing the neptune rover with smoke evac and power pole at the user facility, a plume of smoke puffed out of the smoke evacuator filter. There was no patient involvement and no adverse consequences associated with the device.